Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). It was reported from the physician's office that the patient had no complications, however, no other additional information was available. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.